Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013 as part of the (B)(6) study. This complaint is being reported based on the event of asthma exacerbation with hospitalization. According to the complainant, the patient underwent her third bronchial thermoplasty treatment to the left and right upper lobes on (B)(6) 2013. During the procedure, an electrode on the array of the catheter inverted. The device was replaced and the procedure was completed successfully. On (B)(6) 2013, the patient experienced an exacerbation of her asthma with symptoms of chest discomfort, increased shortness of breath, and chest tightness. The patient presented at the emergency room and was hospitalized. The patient was treated with medication during the hospital stay and was discharged on (B)(6) 2013. Baseline spirometry values - visit date: (B)(6) 2013: pre-bronchodilator; fev1: 1.19; fev1 % predicted: 61.98; fvc: 1.44; fvc % predicted: 58.30. Post-bronchodilator; fev1: 1.28; fev1 % predicted: 66.67; fvc: 1.57; fvc % predicted: 63.56.

Manufacturer narrative:
(B)(6). MFR name: boston scientific corporation (B)(4). Study source: (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). A visual examination of the returned device found that electrode #3 of the array was bent, the insulation for electrode #2 of the array was damaged in one location, and the insulation for electrode #4 of the array was damaged in two locations. The thermocouple, solder, handle and connector verified normal during visual inspection. No other issues were found. The catheter was plugged into an alair rf controller and set up to run functional tests. The catheter completed 10 rf activations cycles with no errors or incomplete activations. No electrical issues were found. A review of the device history record (DHR) confirmed that the device met all specification requirements, allowing it to be released for distribution. A labeling reviewed was performed and, from the information available, this device was used in accordance with the labeling. The directions for use (dfu) list asthma exacerbation as a possible adverse event associated with the use of this device. Therefore, the most probable root cause classification is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013 as part of the (B)(4) study. This complaint is being reported based on the event of asthma exacerbation with hospitalization. According to the complainant, the patient underwent her third bronchial thermoplasty treatment to the left and right upper lobes on (B)(6) 2013. During the procedure, an electrode on the array of the catheter inverted. The device was replaced and the procedure was completed successfully. On (B)(6) 2013, the patient experienced an exacerbation of her asthma with symptoms of chest discomfort, increased shortness of breath, and chest tightness. The patient presented at the emergency room and was hospitalized. The patient was treated with medication during the hospital stay and was discharged on (B)(6) 2013. Baseline spirometry values - visit date: (B)(6) 2013. Pre-bronchodilator - fev1: 1.19, fev1 % predicted: 61.98, fvc: 1.44, fvc % predicted: 58.30. Post-bronchodilator - fev1: 1.28, fev1 % predicted: 66.67, fvc: 1.57, fvc % predicted: 63.56. Additional information received as of (B)(4) 2013. According to the complainant, the event of exacerbated asthma was considered resolved as of (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013 as part of the (B)(4) study. This complaint is being reported based on the event of asthma exacerbation with hospitalization. According to the complainant, the patient underwent her third bronchial thermoplasty treatment to the left and right upper lobes on (B)(6) 2013. During the procedure, an electrode on the array of the catheter inverted. The device was replaced and the procedure was completed successfully. On (B)(6) 2013, the patient experienced an exacerbation of her asthma with symptoms of chest discomfort, increased shortness of breath, and chest tightness. The patient presented at the emergency room and was hospitalized. The patient was treated with medication during the hospital stay and was discharged on (B)(6) 2013. Baseline spirometry values - visit date: (B)(6) 2013. Pre-bronchodilator - fev1: 1.19; fev1 % predicted: 61.98; fvc: 1.44; fvc % predicted: 58.30. Post-bronchodilator - fev1: 1.28; fev1 % predicted: 66.67; fvc: 1.57; fvc % predicted: 63.56.